Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set would not flow during set up. When they tried to infuse per gravity they were getting resistance, and there was no flow when they attempt to administer an IV flush by gravity infusion. There was no patient involvement. No additional information is available.